Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a screw broke and a portion remained in the patient.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.